Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from a crack in the tube wall while flushing it with saline during use. The following information was provided by the initial reporter, translated from chinese to english: the nurse gave the patient drip, during flushing the tube with normal saline and, it was found that the fluid flowed from needle tube wall crack.

Manufacturer narrative:
H.6 investigation: a device history review was conducted for lot number 9170828. Our records show that this is the only instance of this issue occurring in this production batch. One returned sample had leakage test performed and sample failed and leakage was found on tubing. (B)(4) retained samples were taken for leakage test and all passed. The root cause cannot be identified. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from a crack in the tube wall while flushing it with saline during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse gave the patient drip, during flushing the tube with normal saline and, it was found that the fluid flowed from needle tube wall crack.